Manufacturer narrative:
Event date: this event occurred during the unspecified date of (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port. The issue was identified during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: february 09, 2021 - february 10, 2021. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which observed a leak at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the probable cause was most likely due to inadequate or lack of cyclohexanone during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.